Manufacturer narrative:
Corrected field: d8, h3 and h6 (component code has been corrected to 841: imager). It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of no image was confirmed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can presumed it was because of board failure. Olympus will continue to monitor field performance for this device.